Manufacturer narrative:
Correction made to section g3. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, image blurred: center vs. Edges. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the information provided by the customer "image blurred: image center vs. Image edges" can be confirmed. When checking the imaging, a uniform blurring can be seen in the outermost edge area compared to the center of the image. Furthermore, an impact mark / mechanical damage was detected at the distal end during the inspection. We expressly point out in IFU 96216001e_v4.0_11-2017 under points 3.3 and 3.4 that hard impacts and other mechanical stresses at the distal end should be avoided, as otherwise the internal imaging system may be damaged. The imaging system may have been impaired due to mechanical damage (during clinical application / or clinical reprocessing), which has led to blurring in the edge area. The blurring in the peripheral area has no influence on the actual imaging, which can be assessed as clear and distinct. In our opinion, the blurring is an optical deviation that poses no danger to the user or patient during use. The damage found cannot therefore be attributed to a manufacturing/production error the event is filed under internal karl storz complaint ID: (B)(4).